Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had under delivery. The customer¿s blood glucose level was 18 mmol/l at the time of the incident and the current was 19 mmol/l. The customer stated that they allege the insulin pump was under delivery. The troubleshooting was performed for the leak. The device will not be returned for the analysis.